Manufacturer narrative:
A total of 89 unused needles were returned to the manufacturer for evaluation. The product was sent to quality control for inspection where the following specifications were inspected: - echo tipping is present and has not gone into the cutting edge. - position of echo tip meets specification - moulded handle is lined up with bevel using moulded handle alignment checking block. - needle bevels (tip, cutting edge and/or heel) are free of burrs. - needle bevels (tip, cutting edge and/or heel) are free of rough, broken and/or jagged edges. - needle bevels (tip, cutting edge and/or heel) are free of contaminants. - needle bevel type and/or relevant details are correct and free of defects. A total of 8 needles failed the inspection. Seven needles failed the quality control inspection due to "damaged tips" and one needle failed the quality control inspection due to "burrs in heels of bevel". The medical advisor reviewed the images of the returned needles that failed the quality control inspection and questioned if the echo-tipping starts at a variable place along the bevel in each needle tested or if it was the angle at which the photos were taken. The medical advisor stated that the single most important factor in safe oocyte recovery is visualisation of the needle tip. The medical advisor stated that a combination of needle deformities and subtle difficulties in visualisation of the tip could be a factor to some of the reported events. Based on the feedback from the medical advisor, the manufacturing engineering team was contacted to clarify the specification of the echo-tipping position. A random ovum aspiration needle single lumen (k-osn-17h-35-b) was selected for inspection, and it was stated that: "all echotipping position is within specification. Needle manufacturing trainer stated that the spec for position of echotipping after bevel grinding is between the cutting edge of the bevel and the heel. There is no specification for measuring the position between those." The device history record for work order for lot a1171666 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There was one non-conformance raised and no temporary deviations in place at the time of manufacture. The non-conformance lead to one device being rejected. The room stock assembly work order for the needles was reviewed and appears complete and correct. There were no active temporary deviations in place or non-conformances raised at time of manufacture. The associated inspection record confirms that the device was manufactured to specification prior to shipment from the manufacturer. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. A review of the manufacturing records revealed that this is the first of four related events for lot a1171666. There are a number of processes and checks in place at william a. Cook australia, pty. Ltd. Which would identify a blunt or damaged needle prior to shipment. These include: - packing shall be accomplished in such a manner as to ensure that the product, during shipment and storage, will not be permanently distorted and will be protected against damage from exposure to weather or any normal hazard. Twisted kinks shall not be acceptable. - the outer surface and inner lumen clean, smooth, bright and free from defects, free from foreign matter, scale and kinks. - check needle bevels for burrs, sharpness, damage and echo tip positioning. - visually check the cannula surface for damage or marks. Based on the information, a definitive root cause could not be determined from the investigation. Potential root causes are: - needle manufacturing issues - tips damaged during washing & other processes. CAPA-00290 was initiated on (B)(6) 2025, to investigate the increase in reported cases of hemoperitoneum/bleeding complaints in cook ovum pick-up needles. This CAPA is currently under investigation. The position of echotipping will be investigated in this CAPA. This report is related to the following reportable events: - (B)(4) (FDA reference: 9680654-2025-00037). - (B)(4) (FDA reference: 9680654-2025-00038). - (B)(4) (FDA reference: 9680654-2025-00039). - (B)(4) (FDA reference: 9680654-2025-00041).

Event description:
89 unused products from lot a1171666 related to the following reported adverse events have been received for investigation: - (B)(4) (FDA reference: 9680654-2025-00037). - (B)(4) (FDA reference: 9680654-2025-00038). - (B)(4) (FDA reference: 9680654-2025-00039). - (B)(4) (FDA reference: 9680654-2025-00041). Upon preliminary inspection, 8 needles were found to be non-conforming.

Manufacturer narrative:
This report is related to the following reportable events: (B)(4) (FDA reference: 9680654-2025-00037), (B)(4) (FDA reference: 9680654-2025-00038), (B)(4) (FDA reference: 9680654-2025-00039), (B)(4) (FDA reference: 9680654-2025-00041).

Event description:
89 unused products from lot: a1171666 related to the following reported adverse events have been received for investigation: (B)(4) (FDA reference: 9680654-2025-00037), (B)(4) (FDA reference: 9680654-2025-00038), (B)(4) (FDA reference: 9680654-2025-00039), (B)(4) (FDA reference: 9680654-2025-00041). Upon preliminary inspection, 8 needles were found to be non-conforming.

Event description:
89 unused products from lot a1171666 related to the following reported adverse events have been received for investigation: - (B)(4) (FDA reference: 9680654-2025-00037) - (B)(4) (FDA reference: 9680654-2025-00038) -(B)(4) (FDA reference: 9680654-2025-00039) - (B)(4) (FDA reference: 9680654-2025-00041). Upon preliminary inspection, 8 needles were found to be non-conforming.

Manufacturer narrative:
A total of 89 unused needles were returned to the manufacturer for evaluation. The product was sent to quality control for inspection where the following specifications were inspected: - echo tipping is present and has not gone into the cutting edge. - position of echo tip meets specification - moulded handle is lined up with bevel using moulded handle alignment checking block. - needle bevels (tip, cutting edge and/or heel) are free of burrs. - needle bevels (tip, cutting edge and/or heel) are free of rough, broken and/or jagged edges. - needle bevels (tip, cutting edge and/or heel) are free of contaminants. - needle bevel type and/or relevant details are correct and free of defects. A total of 8 needles failed the inspection. Seven needles failed the quality control inspection due to "damaged tips" and one needle failed the quality control inspection due to "burrs in heels of bevel". The medical advisor reviewed the images of the returned needles that failed the quality control inspection and questioned if the echo-tipping starts at a variable place along the bevel in each needle tested or if it was the angle at which the photos were taken. The medical advisor stated that the single most important factor in safe oocyte recovery is visualisation of the needle tip. The medical advisor stated that a combination of needle deformities and subtle difficulties in visualisation of the tip could be a factor to some of the reported events. Based on the feedback from the medical advisor, the manufacturing engineering team was contacted to clarify the specification of the echo-tipping position. A random ovum aspiration needle single lumen (k-osn-17h-35-b) was selected for inspection, and it was stated that: "all echotipping position is within specification. Needle manufacturing trainer stated that the spec for position of echotipping after bevel grinding is between the cutting edge of the bevel and the heel. There is no specification for measuring the position between those." The device history record for work order for lot a1171666 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There was one non-conformance raised and no temporary deviations in place at the time of manufacture. The non-conformance lead to one device being rejected. The room stock assembly work order for the needles was reviewed and appears complete and correct. There were no active temporary deviations in place or non-conformances raised at time of manufacture. The associated inspection record confirms that the device was manufactured to specification prior to shipment from the manufacturer. A review of the manufacturing records revealed that this is the fifth complaint for lot a1171666. There are a number of processes and checks in place at william a. Cook australia, pty. Ltd. Which would identify a blunt or damaged needle prior to shipment. These include: - packing shall be accomplished in such a manner as to ensure that the product, during shipment and storage, will not be permanently distorted and will be protected against damage from exposure to weather or any normal hazard. Twisted kinks shall not be acceptable. - the outer surface and inner lumen clean, smooth, bright and free from defects, free from foreign matter, scale and kinks. Check needle bevels for burrs, sharpness, damage and echo tip positioning. - visually check the cannula surface for damage or marks. Based on the information, a definitive root cause could not be determined from the investigation. Potential root causes are: needle manufacturing issues - tips damaged during washing & other processes CAPA-00290 was initiated on 23rd of july 2025, to investigate the increase in reported cases of hemoperitoneum/bleeding complaints in cook ovum pick-up needles. This CAPA is currently under investigation. The position of echotipping will be investigated in this CAPA. This report is related to the following reportable events: - (B)(4) (FDA reference: 9680654-2025-00037) - (B)(4) (FDA reference: 9680654-2025-00038) - (B)(4) (FDA reference: 9680654-2025-00039) - (B)(4) (FDA reference: 9680654-2025-00041).